Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose for three days. Customer's blood glucose level was 30 mg/dl. The customer stated that she went to a new endocrinologist who changed her settings. Customer stated that it seems like the doctor raised the basal too high and that it caused her the low blood glucose. The drive support cap is recessed. She treated with glucose tablets and changed her settings. Blood glucose value at the time of the call was 111 mg/dl.